Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected in the lips and perioral lines with juvéderm volbella® xc. The patient was concomitantly injected with juvéderm voluma® xc in the marionettes, chin hollows, and right submalar area. Almost 4 months later, the patient presented ¿firmness¿ in the perioral lines and ¿nodules¿ in the upper and lower lips. On this day, the patient was injected intra lesionally with hylenex. A week later, the patient was injected intra lesionally with hylenex once more; on this day the patient was also started on clarithromycin 500 mg bid, medrol pack, and cipro 500 mg (x 2 weeks). A week later, intra lesional treatment with hylenex occurred. About 3 weeks later, the patient was intra lesional treated with hylenex again. After each hylenex injection, at the next appointment, some of the nodules were smaller, but not fully gone. The event has not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00605 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm volbella® xc.